Manufacturer narrative:
The implant date of (B)(6) 2005 is an approximate date. Only the year (2005) is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implantation surgery due to an unspecified reason. The patient was implanted with an aus consisting of a 4.0 cm cuff, control pump, and pressure regulating balloon. It was also noted that the patient was previously implanted with an unspecified sling device sometime in 2005. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: updated with additional information. The implant date of (B)(6) 2005 is an approximate date. Only the year (2005) is known. The patient code was updated to reflect code 1928.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implantation surgery due to an unspecified reason. The patient was implanted with an aus consisting of a 4.0 cm cuff, control pump, and pressure regulating balloon. It was also noted that the patient was previously implanted with an unspecified sling device sometime in 2005. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient underwent the aus implantation surgery because they experienced recurring urinary incontinence. The existing slang device was not explanted during the procedure.